Manufacturer narrative:
During the eval of the device at the manufacturer's svc ctr, an issue related to the active exhalation control module was observed. The device's active exhalation module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.